Event description:
The instrument was used during a bowel resection. Upon completion of the firing cycle, it was noted that one row of staples were intact, but the other two rows were not. The case was completed with a like device with no pt consequence.